Manufacturer narrative:
Exact event date is unk, but occurred approx two weeks after the (B) (6) 2010 implant. No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable.

Event description:
On (B) (6) 2010, pt underwent bilateral breast reconstruction using veritas patches on both breasts. Approx 2 weeks following the implant, the pt suffered a (B) (6) infection of the right breast. Pt was taken to operating room where it was noted that the patch appeared to contain (B) (6). Patch was removed. Pt received a PICC line following the procedure. It is unk if further treatment was provided. Pt's status is unk; left breast was unaffected.